Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure device had moved, it is moved out of the correct areas") in an adult female patient who had essure inserted (lot no. Unknown). Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. In 2019 she experienced abdominal pain lower ("cramping pain") and hypoaesthesia ("numbing"). On unknown date she experienced device dislocation (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. The patient was treated with surgery (essure removal). The reporter considered abdominal pain lower, device dislocation and hypoaesthesia to be related to essure administration. The reporter commented: the caller is seeking information about the essure lawsuit and its withdrawal from the market. She wants to know if she is eligible for payment or a refund due to experiencing complications. She had her essure inserted on (B)(6) 2015, and after four years, she began experiencing complications. Initially, she attributed these symptoms to cramping and menopause. However, during a recent visit for a pap smear, she was informed that the essure device had moved and she recently had a pap smear again and she was told it moved even more and needs to be removed. I just want essure out because it¿s causing her numbing, cramping pain and it is moved out of the correct areas. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] (date unknown): 2 times: results not provided. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-mar-2024: processed with initial. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("essure device had moved, it is moved out of the correct areas") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned menopause. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required) and four years after essure insertion, in 2019 she experienced abdominal pain lower ("cramping pain") and hypoaesthesia ("numbing"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2024. The reporter considered abdominal pain lower, device dislocation and hypoaesthesia to be related to essure administration. The reporter commented: the caller is seeking information about the essure lawsuit and its withdrawal from the market. She wants to know if she is eligible for payment or a refund due to experiencing complications. Four years after essure insertion she began experiencing complications. Initially, she attributed these symptoms to cramping and menopause. However, during a recent visit for a pap smear, she was informed that the essure device had moved and she recently had a pap smear again and she was told it moved even more and needs to be removed. I just want essure out because it¿s causing her numbing, cramping pain and it is moved out of the correct areas. Diagnostic results (normal ranges are provided in parenthesis if available): [smear cervix] (date unknown): 2 times: results not provided quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-apr-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.